Manufacturer narrative:
Please refer to the attached analysis report. Please note that the device has been returned on 04 sep 2019; the case is therefore re-opened and the investigation is ongoing.

Event description:
Reportedly, the patient was admitted to the hospital due to capture failure and sensing problem. During the follow-up performed on (B)(6) 2019, when decreasing the test pacing rate from 80bpm to 40bpm, the patient had a syncope. Ventricular pacing output was increased from 3v to 4v. The sensitivity test was performed after decreasing the sensitivity threshold from 2.5mv to 1.5mv, but no pacing could be observed. The sensitivity threshold was again decreased to 1mv. Pacing spikes could be seen but loss of capture was noticed. Voo mode was properly working. Ventricular lead impedance was around 480 ohms. The battery longevity displayed was 6 months (minimum is 4 months). The programmed parameters were finally: basic rate at 90bpm, ventricular pacing output at 4v, ventricular sensitivity threshold at 1mv and test rate was at 80bpm.

Manufacturer narrative:
D7 updated.

Event description:
Reportedly, the patient was admitted to the hospital due to capture failure and sensing problem. During the follow-up performed on 18 may 2019, when decreasing the test pacing rate from 80bpm to 40bpm, the patient had a syncope. Ventricular pacing output was increased from 3v to 4v. The sensitivity test was performed after decreasing the sensitivity threshold from 2.5mv to 1.5mv, but no pacing could be observed. The sensitivity threshold was again decreased to 1mv. Pacing spikes could be seen but loss of capture was noticed. Voo mode was properly working. Ventricular lead impedance was around 480 ohms. The battery longevity displayed was 6 months (minimum is 4 months). The programmed parameters were finally: basic rate at 90bpm, ventricular pacing output at 4v, ventricular sensitivity threshold at 1mv and test rate was at 80bpm.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the hospital due to capture failure and sensing problem. During the follow-up performed on 18 may 2019, when decreasing the test pacing rate from 80bpm to 40bpm, the patient had a syncope. Ventricular pacing output was increased from 3v to 4v. The sensitivity test was performed after decreasing the sensitivity threshold from 2.5mv to 1.5mv, but no pacing could be observed. The sensitivity threshold was again decreased to 1mv. Pacing spikes could be seen but loss of capture was noticed. Voo mode was properly working. Ventricular lead impedance was around 480 ohms. The battery longevity displayed was 6 months (minimum is 4 months). The programmed parameters were finally: basic rate at 90bpm, ventricular pacing output at 4v, ventricular sensitivity threshold at 1mv and test rate was at 80bpm.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was admitted to the hospital due to capture failure and sensing problem. During the follow-up performed on (B)(6) 2019, when decreasing the test pacing rate from 80bpm to 40bpm, the patient had a syncope. Ventricular pacing output was increased from 3v to 4v. The sensitivity test was performed after decreasing the sensitivity threshold from 2.5mv to 1.5mv, but no pacing could be observed. The sensitivity threshold was again decreased to 1mv. Pacing spikes could be seen but loss of capture was noticed. Voo mode was properly working. Ventricular lead impedance was around 480 ohms. The battery longevity displayed was 6 months (minimum is 4 months). The programmed parameters were finally: basic rate at 90bpm, ventricular pacing output at 4v, ventricular sensitivity threshold at 1mv and test rate was at 80bpm.